Event description:
The patient underwent a procedure using screws and spacer. Screw loosening was confirmed. In addition, it was alleged that there seems to be "erosion" of both adjacent vertebrae to the spacer. Bone fusion did not occur, and the patient complains of lower back pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.